Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on 05/26/2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.